Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed to address discomfort, osteolysis, and polyethylene bearing wear. Head and liner were revised. Dor: (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information indicated that there was no surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: visual analysis of the returned sample exhibited a considerable worn condition throughout the part. An internal portion of the rim was visible fractured most likely caused by the remarkable worn condition. Due to separation of the rim, a considerable degradation of the poly material was observed and also an unknown debris was present all around the separated exposed rim's edge. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot :1) quantity manufactured: (B)(4) parts. 2) date of manufacture: 02/20/08. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 02/2013. 5) IFU reference: 90200701 . Device history review : a manufacturing record evaluation was performed for the finished device (121832052/cf1f61) product and lot numbers, and no non-conformances related to the reported complaint condition were identified.